Event description:
It was reported that during an unknown procedure the device produced scissored clips. The clip did not cut the vessel. The case was completed with a similar device. There was no patient consequence.